Event description:
I had my implant in (B)(6) 2005 (mentor round moderate profile saline ¿ sn (B)(4), lot # 5694046) so I've had them for 14 years. I never thought it was my implants causing some of my symptoms that probably started 6 years after my implants. I had yeast infections, sinus infections and kidney stone issues. The entire time I had my implants I was very sensitive to the sun. My eyes watered uncontrollably when I would go outside with my prescription glasses. Towards the end of last year, I started noticing some changes more than my normal issues. I started feeling extremely fatigued, my joints and muscles were in extreme pain. My neck, back, hips and ankles were very painful. I went to the dr a couple of times and they prescribed ibuprofen and muscle relaxers. I then found myself taking these drugs just to function everyday without a reason for my pain. I went to a chiropractor and used up all my visits thinking it would calm my pain down but I had severe inflammation all over my body. I had to stop running, going to the gym (which I did everyday), and I was no longer able to play soccer. My ankles were so painful just to get out of bed. I went to visit my dr again and she had me complete a questionnaire for depression. After answering all the questions she said she didn't think I was depressed, but I had some symptoms. She thought my pains were just in my head. She sent me to do some blood work for thyroid, ra and other tests. Everything came out normal. Something just told me that it was time for me to get my implants out since I was uncomfortable working out and my right breast was giving me sharp pains. I just thought maybe it's time for me to get them out since they were 14 years old. As I researched drs, I had a few consultations with different drs; some recommended removing the capsule, others did not. One recommended local anesthesia and recovery in one day. They did ask me if I had problems with my implants and I said not really, I just have some pain on my right one and I just thought it was time to remove them but at the time I had not connected my health problems to my breast implants and my dr never asked me if I had breast implants almost like it wouldn't be possible that it was the root of my health issues. At one of my consultations the dr reassured that he could deflate them and there would be no problem; that way I can see if I needed to proceed with lift but I was pretty sure that I just wanted them out and I didn't want to do anything else with my breast. Out of curiosity, I decided to proceed with allowing the plastic surgeon to deflate my implants plus I was desperate and I thought maybe I will get relief from my neck and back pain. My surgery to complete my explant was set for (B)(6) 2019. I had my implants deflated (B)(6) 2019. Within that month all of my symptoms became that much stronger and worse. Within the month I was that much closer to believing that my implants were the cause of all of my health issues and that was the reason I was feeling the way I was feeling. I felt like I was dying but I looked perfectly normal except I was also extremely fatigued and that symptom multiplied really fast. I was waking up in the morning feeling like I was hung over my face felt swollen and my eyes felt like they wanted to pop out of my eye sockets. I had to push myself to go to work right before my surgery and I was feeling more depressed by the day. My kidney has somehow been affected by my implants. I just had a CT scan yesterday and I am waiting for the result from my dr. My dr mentioned there were some abnormalities in my urinalysis, possibly kidney stones. My body was trying to work so hard to get rid of the toxins in my body and more towards the end of my journey to explant. In conclusion, implants are harming women in many ways. My surgeon did not advise me of any of these issues. My symptoms have improved 90% immediately. I have copies of my blood work but they are normal so no way to prove any of my symptoms. FDA safety report ID# (B)(4).